Manufacturer narrative:
The manufacturer previously reported that they received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was serviced by a third party service center. The unit displaying "vent inop" was confirmed on startup. The system main board and flow sensor will need to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.